Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a polarity switch, high / unstable thresholds, high impedance and loss of capture with pacemaker dependency. It was also reported that the lead was potentially fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.